Manufacturer narrative:
(B)(4)

Event description:
It was reported "hub separation from catheter." Additional information received states " the actual hub separated from the extension line. Hub separated from the extension line when the patient stood up and slight tension was placed on the line. Found immediately and component was removed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "hub separation from catheter." Additional information received states " the actual hub separated from the extension line. Hub separated from the extension line when the patient stood up and slight tension was placed on the line. Found immediately and component was removed." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.